Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Device analysis: performed power on test and failed; performed power period and able to turn on device. Device turned on with 1.6.1 software and battery communication time out alarm as battery is missing; top housing found broken; primary audible alarm and acu alarm are not duplicated during testing; software 1.6.5 package already exist; checked alarm loudness -level 1. Cannot determine the cause but alarm loudness found as level 1. Preventative maintenance and change parts will be completed upon customer approval. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.